Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in pre-op placement was implanted with an impella 5.0 device for mechanical circulatory support. During support, the patient started bleeding from the axillary site. Manual pressure was held, and patient was taken to surgery due to impella sheath site bleeding. Pocket was cauterized to stop bleeding. Patient survived the procedure.